Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received from a consumer in regard to a patient receiving dilaudid 3.0 mg/ml at 1.5018 mg/day via an implantable infusion pump. It was reported that the patient had to go to (B)(6) to have the catheter replaced as there are no physicians in (B)(6) that will follow her. The patient mentioned that when she had diagnostic testing performed that was painful. The catheter had been reportedly faulty and leaking possibly since day 1. After the catheter was replaced the issue was resolved.

Manufacturer narrative:
Product ID 8835; product type programmer, patient.

Event description:
It was reported that the patient had a change in therapy effect. The patient experienced severe pain near her left kidney and a gradual onset low back pain 3 days prior to report. The personal therapy manager (ptm) boluses were not touching the patient pain which began on 2015 (B)(6). The patient tried again with a bolus the day prior to report and the ptm was not helping with the pain. The patient experienced sudden headaches the prior night. It was noted that the patient had not had a headache in many years, and never gets headaches. No alarms were heard and there were no codes on the screen of the ptm. The pump was used to infuse dilaudid. Further information was reported that the patient had a "bad catheter." It was noted that it been slowly leaking since implant, and kept getting worse and worse. A dye study was performed that confirmed the leak, and the catheter was replaced. A manufacture representative was present for the dye study and replacement.